Event description:
The customer tested his blood glucose using 2 contour usb meters and received readings of 130 and 76mg/dl.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse events were alleged.the strip information was not provided.the test strips are to be returned for evaluation.replacement test strips and a new meters were sent to the customer.